Event description:
It was reported that the customer currently is in the intensive care unit for diabetes ketoacidosis and vomiting. It stated that the insulin pump alarmed no delivery several times. The wife stated that customer does not have a back up plan. Advised the wife to get some type of back up plan for emergency situations to treat the customer right away. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.